Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer also states that they had issues with transmitter as it was not sending the signal and looks like discharging. Device was returned for analysis.